Manufacturer narrative:
This follow-up report is being filed to correct information. Review of sterilization certification confirms device was sterilized in accordance with iso 11137-2. This report is number 3 of 3 MDR's filed for the same event (reference 1825034-2015-02935 & 02936 & 02937).

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.

Event description:
It was reported that the patient underwent a right partial knee arthroplasty on (B)(6) 2014. Subsequently, the patient underwent a revision procedure on an unknown date due to infection. All components were removed and replaced with competitor cement spacer molds. Patient was reimplanted on (B)(6) 2015 with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "early or late postoperative, infection, and allergic reaction." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2015-02935 & 02936 & 02937).